Event description:
The reporter stated an eyconics lens was damaged while trying to insert, using an msi-pf injector, an mtc-60c fp cartridge and a foam tip plunger. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: results: an injector lot number search was performed and nine similar complaints were found. A cartridge lot number search was performed and no similar complaints were found. A foam tip plunger lot number search was performed and no similar complaints were found.